Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the cubies pockets on row tray did not close. A field service engineer found loose cables and reseated the cable connection to resolve the issue. Performed preventive maintenance. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system half height drawer remains unrecovered, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.